Event description:
It was reported that the device was explanted (specific date not reported) for unspecific medical reasons. The patient was reimplanted with another cochlear device on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a fall with head trauma, resulting in a temporal bone fracture. The device was subsequently explanted on (B)(6) 2026 due to extrusion of the device from the cochlea. A tympanic membrane perforation was also observed.